Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 1888tc competitor implantable pacing lead - (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient complained of feeling a 'tingling' in the area of the device the previous evening. The patient also indicated feeling the tingling before, but 'never that strong.' Follow up is in process for additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.